Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited low out of range (oor) pacing impedance measurement since (B)(6) 2020 resulting in a lead safety switch (lss). It was also confirmed that this pacemaker oversensed noise on the right ventricular (rv) lead, which resulted in pacing inhibition not greater than two seconds. Physician reprogrammed the lead safety switch off. Data was sent to boston scientific technical services (ts) for their review. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported. Boston scientific technical services reviewed the data and provided some recommendations.